Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with a blank display due to battery tube connector not plugged in properly. The insulin pump was received with cracked display window corners, cracked reservoir tube lip, cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call a blank display. Blood glucose at the time of incident was unknown. The customer states the display did not return after a battery replacement. The customer states they have attempted six time over the same month. Troubleshooting was not performed. The device will be returned for analysis.